Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional promus referenced is being filed under a separate medwatch report. (B)(4).

Manufacturer narrative:
(B)(4). The reported patient effects of unstable or stable angina pectoris, restenosis of the stented segment of the artery, dyspnea, and fatigue are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It was reported that the promus stents were implanted in a saphenous vein graft. It should be noted that the IFU states: promus everolimus eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. In this case, it is unknown if the IFU deviation directly caused or contributed to the reported patient effects.

Event description:
It was reported that on (B)(6) 2010, two promus stents were implanted in a lesion in the saphenous vein graft to the diagonal vessel. On (B)(6) 2014, the patient presented with chest pain, shortness of breath and fatigue. The patient was found to have restenosis and was referred for cardiac catheterization. On (B)(6) 2014, the event was considered resolved without residual effects and the patient was discharged the next day on aspirin and plasugrel. No additional information was provided.